Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced ventricular fibrillation (vf) in which they received 5 total shocks. This patient experienced loss of consciousness and was hospitalized. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this patient underwent a replacement procedure in which this s-ICD was explanted and replaced with a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned and will be analyzed. A supplemental report will be filed upon completion.

Manufacturer narrative:
Correction to notification + recall selected in h7, from no remedial action applies previously selected. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced ventricular fibrillation (vf) in which they received 5 total shocks. This patient experienced loss of consciousness and was hospitalized. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this patient underwent a replacement procedure in which this s-ICD was explanted and replaced with a transvenous device. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced ventricular fibrillation (vf) in which they received 5 total shocks. This patient experienced loss of consciousness and was hospitalized. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this patient underwent a replacement procedure in which this s-ICD was explanted and replaced with a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field for device return. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced ventricular fibrillation (vf) in which they received 5 total shocks. This patient experienced loss of consciousness and was hospitalized. This s-ICD remains in service at this time. No adverse patient effects were reported.